Event description:
Related manufacturer reference# 3006705815-2019-01885 & 3006705815-2019-01886. It was reported the patient has low impedance being present on one of their leads. As a result, the patient had surgical intervention on (B)(6) 2019, during which the leads and ipg were explanted and replaced. The issue was resolved and therapy has been restored. The ipg was replaced due to physician preference.